Manufacturer narrative:
(B)(4). Vyaire medical was not able to duplicate the customer¿s reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 117 hours of extended tests at the customer¿s settings. The ventilator also passed an initial final test and initial alarm volume test.

Event description:
It was reported to vyaire medical that when their transport battery is plugged into the unit, the charge status led shows a red status and the unit begins to smell like it is overheating electrically. There was no smoke or fire. An alternate was tried, and the unit again had the red led on the battery charge status and smelled like it was overheating electronically. There was no patient involvement associated with this complaint, this reported issue occurred during set up.